Event description:
It was reported that there was a gradual decrease in r wave amplitude with the implantable cardiac monitor resulting in undersensing, asystole, and atrial tachycardia (at)/atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).